Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a pump continues to alarm hi-pressure. The port flushes great. There are two clamps on the tubing (this is new tubing and sees a filter on this tubing) and no kinks are present in the tubing. Instructed to power the pump off by removing the batteries, clamp tubing, and remove the cassette. There are no obvious signs of any kinks to tubing. The cassette was reattached, batteries replaced in pump, clamp opened and pump powered back on. Alarm continues to go off with hi-pressure. Advised to apply light port pressure and alarm persists. Removed batteries from the pump and disconnected pump from the patient and flushed port and reconnected pump to patient. Powered pump back on and alarm continues. There was no patient harm.